Event description:
Customer called reporting issues with her insulin pump. Customer's blood glucose is 113 mg/dl. Insulin is squirting out during the manual prime process. It will not let her do a fixed prime. The buttons were getting stuck a few days ago, but it eventually worked. The device is also alarming. Customer is unable to exit the preparing to prime loop. The drive support cap appeared normal. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. She was advised that the alarm may be caused by the force sensor not detecting the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.